Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined the mixing tower was defective. The customer replaced the mixing tower. The system was re-calibration and controls ran successfully. The investigation determined that the customer's action of replacing the mix tower resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas integra 400 plus. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 155 mmol/l. Due to being a high na result, the customer tried re-calibrating, but calibration failed. The customer replaced all system ise solutions and changed the na electrode. The customer calibrated again and it passed. The sample was then repeated, resulting in a na value of 128 mmol/l. The customer did not deem any of the values to be correct.